Manufacturer narrative:
Title: comparison of end-to-side hand-sewn and side-to-side stapled cervical esophagogastric anastomosis in patients with lower thoracic esophageal cancer undergoing transhiatal esophagectomy: an iranian retrospective cohort study source: rasihashemi et al. Bmc gastroenterology (2020) 20:250 pages 1-9, published online: 07.31.2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study compared the clinical outcomes of hand-sewn end-to-side esophago-gastrostomy and side-to-side stapled cervical esophagogastric anastomosis after esophagectomy. It was reported that there was a total of 433 patients who underwent transhiatal esophagectomy for esophageal cancer at a hospital in iran between 2010 and 2016. All the patients were operated using hand-sewn esophago-gastrostomy or stapled cervical esophagogastric anastomosis. Hand-sewn anastomosis was carried out in 271 patients, and stapled anastomosis was performed in 162 patients. In the stapled anastomosis, manual stapler was used together with a blue reload to perform anastomosis of the posterior wall of the esophagus to the posterior wall of the gastric conduit. Post-operative complications in the stapled anastomosis group included: 5 deaths (4 hospital deaths and 1 30-days, one death due to anastomotic leak). Comparison of end-to-side hand-sewn and side-to-side stapled cervical esophagogastric anastomosis in patients with lower thoracic esophageal cancer undergoing transhiatal esophagectomy: an iranian ret; bmc gastroenterology; 2020; seyed ziaeddin rasihashemi, ali ramouz, hassan amini.